Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after device replacement the chronic right ventricular (rv) lead exhibited loss of capture and fluctuating thresholds. It was confirmed by x-ray that the lead had dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event